Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with a j-stylet in the lead and the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during attempted implant of this right atrial (ra) lead, after an attempted to reposition the lead, the helix would not extend even after 30 turns was exceeded. Then, the physician felt a pop/break in the lead. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.